Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure the surgeon grasped and cut the wall using this device. The pt had to be opened up to finish the procedure. No other issues or longer stay.

Manufacturer narrative:
The device was not kept and will not be returned because there wasn't a problem with the instrument; it was a surgical error. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly. This report is being submitted in an abundance of caution.